Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had the air/water supply and auxiliary water flow were impaired due to clogging of the air/water (a/w) tube and the auxiliary water tube caused by white residual material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.